Event description:
It was reported that the patient presented in the operation room for a scheduled procedure. During the procedure, an insulation damage was noted on the right ventricular lead as a result of can on lead abrasion. The lead tested normal after the event. No intervention was performed. The patient was stable prior, during and post procedure. The patient will continue to be followed up normally.